Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that no insulin drips were observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Reportedly, the issue continued to occur across multiple cartridges. A new cartridge from a different box was successfully loaded onto the pump to resolve the issue. Customer's blood glucose level was 148 mg/dl.